Manufacturer narrative:
H11: thirteen (13) devices and three (3) photo samples were received for evaluation. A visual inspection was performed on the photo samples, and small spots of particles in the sealed packaging of the products were observed. A visual inspection was performed on the actual samples, and particles of foreign matter (dark/black spots, dark particulate, or fiber) were identified in the sealed product packaging, on the tubing, or connectors. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to variations in the manufacturing and/or packaging process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that thirteen (13) micro-volume syringe inlets had particulate matter. There were fibers in the pouch or dark spots found on the sets. This was observed prior to use of the devices. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.